Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during manual prime. Customer was advised to disconnect and reconnect the tubing and reservoir and perform manual prime; insulin did not exit. The customer changed the infusion set and received a motor error alarm during prime. The customer confirmed receiving a motor position encoder error. Blood glucose value was 202 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the displacement, rewind, and basic occlusion tests. The pump was received stuck in the motor error alarm loop during the bolus delivery. Unable to confirm other error alarm due to several different alarms noted in the alarm history. Those alarms were due to a corrupted history file. Unable to perform the excessive no delivery test due to the motor error alarm. The motor was tested outside the device and it passed. No moisture damage on the motor assembly or electronic assembly noted during visual inspection. The pump was received with minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads.